Manufacturer narrative:
Investigation, including root cause analysis, is in progress.

Event description:
A system operator reports one custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye and pt records indicate no injury to the left eye. Additional information has been requested. Right eye: 1061857-2007-00104 injury. Left eye: 1061857-2007-00105 malfunction. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.